Manufacturer narrative:
Evaluation summary: balloon was returned deflated. Device was returned with indeflator, and the luer connected. Strong resistance was noted when disconnecting the luer. Upon removal, damage was noted in the form of a crack on the luer. Negative prep confirmed leak at luer. Upon pressurization, water was seen exiting the leak. A kink was evident to the inner lumen; 3 cm proximal to the distal tip. Hypotube was broken distal to the strain relief in order facilitate inflation and deflation procedure. Device was pressurized to 12 atm, balloon inflated slowly. Negative pressure was applied, balloon failed to deflate. Stretching also was apparent to the balloon bond. A 0.015 inch mandrel would not load through the inner lumen most likely due to deformation of the inner lumen. Slight deformation was also evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sprinter legend rx to treat a lesion located in the distal circumflex artery. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. It was reported that the balloon was inflated at 12 atm with no issue but it would not deflate at the lesion site. The device was not moved or repositioned prior to the deflation difficulties. The deflation difficulties occurred after the first inflation. The balloon failed to deflate. No intervention was used. The balloon was pulled back to remove it from the patient. No patient injury reported.